Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the valve (vl59) was leaking on the coulter lh 750 hematology analyzer. The customer observed that 500 ml of fluid leaked out onto the counter top and dripped down to the floor. The customer was wearing gloves and a laboratory coat when the leak was found. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. No erroneous results were generated.

Manufacturer narrative:
The customer replaced the tubing at vl59 with the assistance from the customer technical specialist (cts), resolving the leak prior to service and agreed to run controls to verify the instrument operation. A bec field service engineer (fse) was dispatched and indicated that the leak at the vl59 was resolved; however, the fse found that the tubing was loose at the blood sampling valve (bsv) port 10. The fse replaced the tubing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).